Event description:
It was reported by the distributor,that the small battery drive worked at the beginning of the case, and now has no movement or sound. Per additional information, the reported issue was discovered prior to surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record indicates that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.